Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 56 pulses. Timeouts in pulse widths and a drive stall occurred during second priming. Rotation of the ratchet gear deployed the needle mechanism as intended. Corrosion was observed between the top battery and top battery springs. This created a poor connection, causing the device to fail to rotate the ratchet gear and preventing the needle mechanism from deploying as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
The mother reported that the needle never deployed the cannula into the skin. The pod was worn for less than an hour.